Event description:
It was reported that during a surgical procedure the systems accuracy was off by approximately 2 cm after 5 to 6 hours of use during the case. The physician aborted the use of navigation to complete the case. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The log files and patient folder were reviewed and no anomalies or peculiarities were found in the workflow and the registration was successful. No product failure was found and there is no indication that the software did not perform as intended.

Event description:
It was reported that during a surgical procedure the systems accuracy was off by approximately 2 cm after 5 to 6 hours of use during the case. The physician aborted the use of navigation to complete the case. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during a surgical procedure the systems accuracy was off by approximately 2 cm after 5 to 6 hours of use during the case. The physician aborted the use of navigation to complete the case. No adverse consequences or procedural delays were reported with this event.